Event description:
The mother of a female patient contacted lifecor customer support to report that both battery packs showed the "bad battery" icon on the battery charger. Support sent the patient replacement battery packs. When the patient received the replacement battery packs, the charger would do the same thing. Support replaced the patient's battery charger.

Manufacturer narrative:
Device manufacture date: battery packs - 07/2007. Battery charger - 12/2007. Device evaluation summary: device evaluations of both battery packs, and battery charger have been completed. The reported problem was confirmed. The cause of the battery charger led illumination was a defective u13 8-bit microcontroller within the charger. The root cause of the defective u13 cannot be positively identified but was likely due to a contaminate which seeped into the connector and shorted this component. The faulty charger was repaired. It was then retested and restocked. Both battery packs were all tested and found to function normally. They were all restocked. No adverse event resulted from the damaged charger. The patient received two replacement battery packs and a replacement battery charger.